Event description:
In 2009, the patient presented with an emergent abdominal aortic aneurysm rupture and was treated with a gore excluder aaa endoprosthesis. Final angiogram revealed a proximal type I endoleak and was resolved with an aortic extender component. Eleven days later, a follow up CT and angiogram revealed that the aortic extender component had migrated approximately four millimeters distally and resulted in a type I endoleak. The following day, a reintervention occurred whereby a cook zenith flex aaa endovascular graft and a palmaz stent were used to treat the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.